Event description:
It was reported premature core wire detachment occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The device was prepped normally, all air removed and distal tip made visibly even with marker line. After insertion into sheath and advanced forward, it was noted on fluoroscopy imaging that the distal tip was slightly past the radiopaque band. The device was pulled back slightly to make even with radiopaque band and then advanced to match band on sheath. The sheath was retracted left to right, blue to white, appropriately. The flx ball was made and advanced into proper position. The wds was fully unsheathed and at that time, the core wire released from the device. The closure device was evaluated, and position, size, and seal all were appropriate, but unable to perform tug due to the premature release. The closure device was left in place, and the patient will be evaluated again at the 45-day follow up.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60240 batch # 0037580212. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include the following precaution: use caution when manipulating the delivery system. Excessive counterclockwise rotation of the deployment knob or delivery system hub independent from the rest of the delivery system can cause premature implant detachment. Risk review: a risk review was completed and confirmed that the event of premature detachment of device was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.

Event description:
It was reported premature core wire detachment occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The device was prepped normally, all air removed and distal tip made visibly even with marker line. After insertion into sheath and advanced forward, it was noted on fluoroscopy imaging that the distal tip was slightly past the radiopaque band. The device was pulled back slightly to make even with radiopaque band and then advanced to match band on sheath. The sheath was retracted left to right, blue to white, appropriately. The flx ball was made and advanced into proper position. The wds was fully unsheathed and at that time, the core wire released from the device. The closure device was evaluated, and position, size, and seal all were appropriate, but unable to perform tug due to the premature release. The closure device was left in place, and the patient will be evaluated again at the 45-day follow up.